Manufacturer narrative:
The device was returned for evaluation. The returned device was visually inspected, and the following was observed: x-ray images were taken of the handle and damage on the balloon shaft was observed proximal to the stop sleeve. X-ray images were taken at packaging (strain relief), default (double white markers), and warning marker (single white marker) positions to determine position of damage/twist relative to the seal in the spine of the handle. Out of three conditions, packaging position is the only position that will place the twist in the balloon shaft above the seal. Note: when the device was in the warning marker position, the twist in the balloon shaft was not visible under x-ray as it was being covered by the collet locking spring assembly, which has higher density. Delivery system was disassembled after functional testing and engineering confirmed damage/twist on the balloon shaft just proximal to the stop sleeve. During pre-decontamination evaluation, leakage was observed at the flex tip when inflating through the inflation balloon port. As observed from the x-rays and disassembly of the handle, the leakage originates from the twist damage found on the balloon shaft proximal to the stop sleeve. Additionally, the location of the leakage is dependent on the location of the damage/twist relative to the seal in the spine of the handle. During pre-decontamination evaluation, leakage was observed at the flex tip since testing was performed with the device in the packaging position. However, during preliminary evaluation, testing was performed with the device at the warning marker, the same position as it would have been when the customer experienced the reported leaking at the handle. At this position, engineering was able to replicate the customers experience with leakage at the strain relief and the fine adjust wheel. Due to the nature of the complaint, no applicable dimensional testing was performed. The reported event was confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, upon inflation of balloon during valve deployment, a fluid leak was noticed at the locking mechanism of the commander handle. Evaluation of the returned delivery system revealed a balloon shaft damage/twist just proximal to the balloon shaft stop sleeve. As observed from the x-rays and disassembly of the handle, the leakage originates from the twist damage found on the balloon shaft proximal to the stop sleeve. Although the balloon shaft is reinforced with a wire braiding, forces such as tension, compression or torquing the material can compromise the balloon shaft walls and result in a leak path during inflation. As the delivery systems are 100% tested for leakage, and the issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. It should be noted that this was a mitral vinv case. Although there was no reported tracking or valve alignment difficulties in this case, the damage or twist seen on balloon shaft indicates that the device has been excessively manipulated. A definite root cause is unable to be determined. However, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 29mm sapien 3 ultra resilia valve in the mitral position in a pre-existing surgical valve. Upon inflation of commander delivery system balloon during valve deployment, a fluid leak was noticed at the locking mechanism of the commander delivery system handle. The inflation was paused, handle was moved to the hub of the balloon catheter and additional fluid added to the inflation device. Valve was inflated at approximately 80% of full deployment. The commander delivery system was removed and a 28mm non-ew balloon was inserted to complete full expansion of the sapien 3 valve.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.